Event description:
It was reported the lead alert triggered due oversensing with noise. The thresholds also increased. The lead output was increased to 4 volts and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead alert triggered due oversensing with noise. The thresholds also increased. The lead output was increased to 4 volts. It was later reported the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.